Event description:
It was reported by the customer that the bd pyxis¿ es server report data were not updating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the report data had not been updated. A technical support specialist found that the central processing unit and memory had maxed out on the server. An iis reset resolved the issues and restored functionality. The system functioned as intended after the technical support specialist troubleshot the device.